Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation, while flushing the clip delivery system (cds) handle, fluid was leaking out of the gripper lever. Therefore, the cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak from the gripper lever could not be confirmed via returned device analysis. Instead, fluid was observed to be leaking out of the lock lever shaft. Additionally, the lock lever cap was not fully tightened at its return state. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported lock lever leak could not be determined as no issue was identified in returned device analysis. The observed lock lever leak appears to be due to the unstable (lock lever cap) as the lock lever cap was not fully tightened. The unstable (lock lever cap not tightened fully) was due to user technique of de-airing the cds. There is no indication of a product quality issue with respect to manufacture, design or labeling.